Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by physical stress such as dropping or bumping, or by deterioration due to chemical stress such as during reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the adhesive of the objective lens was peeled off due to the handling.there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber was chipped. -the distal end cap, control section, grip unit, angulation control lever, right/left angulation control lever, up / down plate, right / left plate, remote switch 1, video connector, light guide connector, light guide cover glass and video connector case were scratched due to external factors. -the video connector was cracked due to an external factor. -the light guide connector was discolored due to handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.